Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns device was tested and system diagnostics returned high impedance results with dcdc code 7. X-rays of the vns system ware reviewed by the manufacturer. The generator appears to be placed in upper chest in normal arrangement. The lead-pin was fully inserted into the generator's connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead near the generator was not visible, as it was behind the generator. No suspected lead break or sharp bend was found on the visible part of the lead. No known surgical interventions have occurred to date.

Event description:
Further information was received indicating that the last programmed parameters had been output current 2ma, on-time 60sec and off-time 0.8min. Review of the available programming and diagnostics history showed normal diagnostics results through (B)(6) 2012.

Manufacturer narrative:
(B)(4).